Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had issues with leaks and high blood glucose. The customer's blood glucose level was reported to be 270mg/dl. It was reported that the customer smelled insulin, but discarded of the reservoir. Troubleshoot was reported to be conducted. It was reported that moisture was noted in the reservoir compartment. It was reported that air bubble was present in reservoir. It was reported that the location of the leak was not identified, and the customer was advised to monitor the device closely and call back if issues persist.